Manufacturer narrative:
The investigation of the reported controller failure has been completed. The impella automated controller was returned for investigation. The data log review were consistent with the controller error alarms on the complaint occurred date. After a few days of support, the purge sensor defective error message appeared. The returned console was investigated on an engineering bench, but the controller failure alarm was not reproduced during power cycling and overnight running with the pump simulator. The console was opened, and the ribbon cable from the purge pressure sensor was found slightly bent. It was likely due to the bent pps ribbon cable, leading to almost insufficient voltage supply and triggering controller error alarms. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant notified the field service logistics coordinator that the automated impella controller (aic) generated a controller fault alarm. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.